Event description:
Patient was able to bolus herself with medication using the pca (patient-controlled analgesia) pump with secret code. Our concern is that the pump doesn't allow for frequent code changes to prevent the secret code from being accessible to the community.